Event description:
According to the reporter, during breast tumor removal and breast reconstruction, the connection between the suture needle and the suture suddenly detached, and the suture needle was instantly ejected due to its elasticity. The doctor initially judged this as needle breakage. After a preliminary search, the needle was not found at the wound site, so the wound was first sutured and the patient was sent to the waiting room. The surgical staff continued searching in the operating room for about half an hour, but to no avail. Radiology was then contacted, and the patient was brought into the operating room for an x-ray of the wound area. The suture needle was found not to have fallen outside the surgical field, but had instead dropped directly into the patient's surgical wound. The doctor immediately performed a procedure to retrieve the suture needle from the patient's wound. The issue was ultimately resolved successfully, and no other harm was caused to the patient. However, this incident objectively prolonged the operation time and posed a significant intraoperative safety risk to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.